Event description:
Reporter indicated that diagnostic testing had resulted in high lead impedance at a routine office visit. There was no report of pt trauma or manipulation that could have contributed to the high impedance. X-rays were reviewed by the MFR. No gross lead discontinuities were identified. Lead revision surgery was performed. After the surgery, the surgeon indicated he believed the high lead impedance was to an "unusual amount of scarring on the lead." With the new lead, diagnostic testing was normal. Good faith attempts to obtain the explanted lead for analysis have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Results - x-rays reviewed by the MFR, no gross lead discontinuities visualized. Conclusions: other - device failure is suspected, but did not cause or contribute to a death or serious injury.